Event description:
It was reported the pt experienced ineffective and uncomfortable stimulation. Diagnostic testing revealed invalid contacts. Images taken revealed the leads had migrated. The physician explanted the leads. There were no complaints against the ipg, but the physician opted to explant the ipg. Note the pt received two leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.